Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed. As per the reporter, the rod was broken. Reportedly, when the rod was explanted it was noticeably broken at the part where the rod comes out when distracting. There was no patient injury reported.

Manufacturer narrative:
The rod was received for visual and functional testing. Visual inspection revealed that the end cap was unthreaded from the housing tube. X-rays of the internal component also revealed the end cap was unthreaded. The reported failure mode was confirmed. Per reported failure, functional testing and internal component inspection were not applicable. Fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Event description:
N/a.